Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was not registering what was going on in the chamber. Patient advocate stated that the physician was proposing that the lead should be removed and replaced. Boston scientific technical services (ts) discussed general lead measurement, lead-device connection, lead-tissue contact, patient-related conditions or heart tissue. Additional information indicated that threshold of this lead was increasing, and it was found out before the procedure. This ra lead was explanted. No additional adverse patient effects were reported.